Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during the basic occlusion test due to cracked end cap. Unable to perform the occlusion, prime, excessive no delivery and displacement test due to cracked end cap.

Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that he try to prime his infusion set tubing and realized that the insulin pump did not primed properly. Customer stated that the insulin pump motor is pushed out about a quarter of an inch. Nothing further was reported.